Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). Only the pump was returned for analysis. Analysis of the pump revealed no anomaly found.

Event description:
It was reported the pump was flipping and the catheter coiled/twisted. The pump was explanted. There was no patient injury and the patient recovered without sequela. The pump was used to deliver hydromorphone.